Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user stated that the push nut on the release to open and close the walker has popped off of the unit.